Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm and also had an alarm that the disposable was not attached properly. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Most probable cause of the cassette not attached properly would be a defective dso sensor if pump related but this is likely a disposable issue. Product was not returned, so complaint could not be verified. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.